Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv - adult.

Event description:
It was reported that an increased intra-peritoneal volume (iipv) event occurred. The customer contacted baxter's technical service center to report a high drain / call pd nurse alarm on a homechoice (hc) device during drain 1 of 4. The last drain volume was 3255ml, the therapy step in which the hp felt iipv symptoms was the dwell cycle, the last volume infused was 1500 ml in the last fill of the previous therapy, and the largest prescribed fill volume (lpfv) is 1500 ml night fill volume. The tsr advised the caller to inform the registered nurse (rn) of the alarm. The caller does not want a swap. No patient injury or medical intervention was indicated.